Event description:
It was reported that the patient has been feeling little "shocks" and night and sometimes during the day. Follow up indicated that the patient has been seen for diaphragmatic stimulation from the left ventricular lead and reprogramming had been done. The patient has continued to feel some stimulation and will be seen again for further reprogramming. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).